Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
Note: this report pertains to one of two speedband superview super 7 devices that were used in the same patient and procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used during a banding procedure for esophageal varices performed on (B)(6), 2025. During the procedure, it was noticed that the bander would not deploy any bands. Additionally, the same problem happened on the other speedband superview super 7 device. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.